Event description:
It was reported by the surgeon that the patient underwent a total hip arthroplasty on (B)(6), 2009. Revision procedure was performed on an unknown date due to pain. No further information has been received.

Manufacturer narrative:
The returned implants were evaluated. The reason for revision was stated as ¿pain¿ and there was also a query with regard to the removal of coating. The exact cause for the factors resulting in the revision is difficult to determine with the evidence provided, but the visual examination highlights multiple indications of adverse wear on the components and the radiographs suggest that positioning may not have been optimal. The presence of bony ingrowth on the returned acetabular shell indicates good fixation of the part in the patient. However, the possible signs of debonding may indicate a degree of late loosening of the shell. The source or reason behind such apparent debonding remains unclear; however the radiographic suggestion of suboptimal positioning of the components could have led to elevated stresses on the part, which in turn could have been a contributing factor to the coating failure. It should be noted in this instance that the surgical technique provided with the recap acetabular shell specifies a recommended orientation which has an inclination angle of 45 deg. And anteversion of 20 deg.; it is suggested by the radiographs that the acetabular shell could have exceeded this inclination angle value, although there are not enough bony landmarks to measure this with any degree of certainty. Anteversion cannot be measured accurately using these radiographs. Furthermore, the literature describes a correlation between high inclination angle of the acetabular shell, the resulting edge loading and increased wear which could result in greater stresses, particularly for an angle steeper than 55 deg. With regard to the removal of the coating, it is unclear whether the query was specifically related to the hydroxyapatite coating or the removal of the porous coating. It is expected that the hydroxyapatite coating would reabsorb over the period of implantation and be progressively replaced by bone. With regard to the removal of the porous coating, there appears to be good bone attachment to the remaining coating which may indicate that the adhesion of the bone to the coating exceeded that of the coating to the implant. The damage to the rim of the implant also indicates that a large amount of force may have been required in order to remove the component from the patient, indicating that the component was still well fixed. This could have contributed to the coating removal; although the radiographs indicate that some of the coating may have detached prior to revision. The reason for revision was stated as being for pain, but with the information provided, it is unclear as to the reason for this pain. It is possible that contributing factors could have been loosening due to coating failure, or suboptimal alignment and adverse wear; however this cannot be confirmed without further information.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).